Event description:
It was reported that the right ventricular lead exhibited an increase in impedance. The lead was capped and replaced during a routine device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.